Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported angiostenosis. The following information was provided by the user facility: after the carotid artery stent procedure, hemostasis was successfully achieved using the angio-seal device. However, after the procedure, the collagen was found to have been left inside the vessel. Although the patient has no subjective symptoms, abi value and blood pressure decreased. The following information was provided by the user facility: abi: 0.6 and before the procedure: 1.2. An angiostenosis was observed in the common femoral artery. Occlusion rate: 90% and before the procedure: 50%. Since the patient undergoes artificial dialysis, the patient may have nervous disorder. The condition of the patient is stable and currently being observed when the patient visits the hospital to receive artificial dialysis three days a week. The physician had completed the training process on the device prior to this case.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.